Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with 3.3 volt supply failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The biomedical engineer replaced the power management board to address the reported problem. Failure analysis on the returned power management (pm) board shows that the pm board was installed in an fi test ventilator. The pm board supply voltages were within specification and the 3.3v line was monitored correctly. The ventilator was run for two hours without errors occurring. No failure was found.